Event description:
(B)(6) the dealer reported that the m91 power wheelchair joystick was experiencing intermittent speed, by slowing and speeding without command. There was no patient injury reported.